Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the wire still inserted into the catheter. During a visual examination it was noted that the catheter was kinked with a hole at 14.6cm from the distal tip of the balloon. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an unknown dilation procedure, a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic was used. When taking the device out of its packaging, the user noticed that there was a kink in the tip of the device and the wire would not go through. The device did not make patient contact. The procedure was successfully completed with another device of the same type. There was no reportable information at this time. Per the device evaluation on 10 january 2022, there was a hole in the catheter at 14.6cm from the distal tip of the balloon. This occurred prior to use, there was no impact to the patient or user.